Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, prior to decontamination, the deployment knob was rotated to advance and retract the capsule, no cracking noise was heard. Visual analysis showed the handle appears intact. The deployment knob appears to retract and advance the capsule. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. The capsule appears intact with no evidence of damage. At this point the deployment knobs were separated by the analysis technician. From close observation, a stress mark is apparent on one of the tabs. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned to medtronic for evaluation. The actuator were separated and from close observation, a stress mark was apparent on one of the tabs. Actuator separation is typically associated broken or damaged snap fit tabs, either one tab or both, which hold the handle together. An actuator separation will prevent loading and/or deployment through normal use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during loading of a transcatheter bioprosthetic valve to this delivery catheter system (dcs), the deployment knob cracked. As the knob was turned to advance the capsule, a cracking was heard in the handle during each turn of the knob. The valve was reloaded to a second dcs and used for implant. No adverse patient effects were reported.